Event description:
It was reported that the right ventricular lead experienced an increased impedance and increased threshold. The lead was removed from service and replaced with a new lead. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.